Event description:
Pt with permanent right atrial catheter placed 5/5/95. Catheter noted to have loose connections. On 6/21/95 cath-removed when blood culture positive for acinetobacter calcoaceticus (gram negative rod).